Event description:
Caller reported a malfunction on pump due to communication error with memory. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset information, assisted the caller with resetting the pump, and the malfunction did not recur after resetting. Customer was advised to continue using the pump and contact support if the issue recurs, which the caller acknowledged and understood.